Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient experienced blockage was located in the tubing. The infusion set was not used for more than 72 hours. No further information was available.